Manufacturer narrative:
(B)(4). Batch # n9031u. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Is the detached tissue pad being returned with the device? Was the detached tissue pad discarded? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? The lot number reported is not a valid lot number. What is the lot or batch number of this device?

Event description:
It was reported that during an unknown procedure, the device 'broke off in the case. Plastic burned off in the abdomen.&#55305;t is unknown how the procedure was completed. There were no adverse patient consequences reported.